Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the hub disconnected from the catheter several weeks after placement, requiring an additional procedure to replace the device. Aside from this replacement procedure, there were no further injuries.